Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during a laparoscopic cholecystectomy, the device was used to staple/cut across the gallbladder but unfortunately did not staple correctly, in that not all the drivers came forward to deliver staples. Thus, immediate repair work was required which was successful. There was no reported pt consequence.